Event description:
It was reported that universal surgical manipulator (usm) 4 grab and move feature was not working properly. The usm was very difficult to move and dropped under its own weight. A system reboot was performed, but this did not resolve the issue. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse confirmed several data terminal equipment (dte) tests, including the universal surgical manipulator (usm) pot range and bubble calibration, failed. The dte settings for the affected items were calibrated, and all tests passed successfully following the calibration. A test drive was subsequently performed to verify proper system operation, and the system was confirmed to be functioning normally. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.